Event description:
It was reported that an occlusion alarm occurred. Customer declined to troubleshoot with tandem technical support, therefore, a cause for the reported issue could not be determined. Customer¿s blood glucose level ranged from 210-211 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.